Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated: g4, h2, h10. The received pictures can't be confirmed the reported event. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality record indicates that 2.615 products designation refobacin bone cement r 40x1, reference(B)(4) , batch a750cd0910 were manufactured on (july 16, 2018). The device manufacturing quality record (of6347605) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement pouch open sealing) event described in the complaint. 8 complaints have been recorded on refobacin bone cement r 1x40g, reference (B)(4), batch a751bd0910. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A customer letter will be sent to the complainant in order to explain the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that inner packaging was found to be damaged. This issue was detected during the surgery. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that (B)(4) products désignation refobacin bone cement r 40x1, reference 3003940001 , batch a750cd0910 were manufactured on (july 16, 2018). The device manufacturing quality record (of6347605) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement pouch open sealing) event described in the complaint. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that inner packaging was found to be damaged. This issue was detected during the surgery. No adverse event has been reported as a result of the malfunction.